Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a visual inspection of the pump showed that the pump showed that the battery compartment was cracked. The battery compartment had stripped threads. The returned battery cap had stripped threads and the battery cap contact height was found to be out of specifications. The contact width was found to be within specifications. The cap was suck and had to be forcibly removed from pump; the battery cap is unable to fully tighten. A test cap was unable to fully tighten and was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.